Event description:
A small amount of blood was noted in the iab tubing after 3 1/2 hours of use. The iab was removed and therapy was discontinued at this time. A second balloon was later inserted due to unstable angina. After an under termined amount of time this iab was also removed due to blood in tubing. The second iab is not available for evaluation.